Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: ail with fluid remaining in the IV bag. Detailed inquiry description: chemo infusion fluid remaining in the bag IV line filled with air while infusing, nursing practice is to open the drip chamber vent on all infusions. Nurse disconnects from patient, circle primes air from tubing back into the IV chemo bag, reprimes tubing and reconnects to patient to complete the infusion. Potential for exposure to chemotherapy medication. No injury reported.